Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient has increased tremor. It is unknown if there were any factors that may have led or contributed to the issue. Impedances were checked and were out of range for both left and right implantable neurostimulators (inss). The impedance issues were first found before the neurologist. The physician ordered an x-ray and the issue was not resolved. It is unknown if surgical intervention is planned. Impedances found on both right and left sc neurostimulators were: left ins:

Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: extension; product ID: 37603, serial# (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the patient had exploratory surgery for impedance issues on his left side dbs system. Prior to surgery all impedances were high except for pairing 3 <(>&<)> 0, which showed investigate at 30.8k ohms. The hcp started by disconnecting the extension wire from the sc ipg. He then reconnected the wire to the ipg and impedances were checked again, but impedances were unchanged. He then disconnected the lead/extension connection and then reconnected them and impedances were checked again, but were unchanged. The hcp then examined the extension wire again about 3-4 inches away from the ipg and saw a bend and at the bend it look fractured. He replaced the extension wire with a new one (3708660 sn (B)(4)) and all impedances were then normal. The issue was resolved.